Manufacturer narrative:
(B)(4). Date sent: 3/10/2021. Per the service manual, the operational and diagnostic analysis did not confirm that the evacuator will not energize when the ft10 generator is powered on or the continuous evacuation of smoke. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date the evacuators do power on. Essentially, at sensitivity 3, the 3 evacuators will not automatically kick on to evacuate smoke with connect cable connected when the monopolar pencil power level is below 100, they are connected to ft10¿s. At sensitivity level 4, the evacuators turn on and begin evacuating smoke without stopping. They will not stop evacuating once turned on, until entire unit is turned off. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the smoke evacuator will not energize when the ft10 generator is powered on. (B)(4).